Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. It was noted that visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported during the implant attempt that after first placing the patient's right ventricular (rv) lead the thresholds were not acceptable and the lead needed to be repositioned. Friction with the atrial lead made this difficult so the rv lead was withdrawn and a new venous entry point made. Prior to inserting the lead it was noted that the helix appeared bent and was difficult to extend and retract. A different lead was used. No patient complications have been reported as a result of this event.